Event description:
It was reported that the device gave a cassette detect error. It is unknown if there was patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. Visual inspection showed the device was in good condition. Functional testing was performed and when a filled cassette was attached, the cassette not attached alarm was present. The downstream occlusion sensor failed its calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. An issue was found with the downstream occlusion (dso) sensor as it failed calibration, so the dso sensor, seal and bezel were all replaced. After replacement, the device passed testing.